Event description:
On (B)(6) 2009 the pt's father reported that a third of the screen on the infusion device is dark and black, and the bottom of the screen is blank. Father stated that the top half and left two thirds of the infusion device screen displays as intended. He states the pt switched to the backup pump at that time. The pt's father reports he believed the pump experienced an impact on (B)(6) 2009 while the pt was biking. He states the pt may have fallen on the infusion device causing the damage to the display screen. There were no cracks visible to the exterior casing of the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.